Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 408 mg/dl. The customer reported that the customer¿s blood glucose was 408 mg/dl and the sensor glucose was 220 mg/dl and difference was 188 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer experienced symptom like headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reported bolus history displayed all bolus entries based on their recollection. The devices will not be returned for analysis.